Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and the biosense webster failure analysis lab discovered white foreign residue material on ring #1. Initially it was reported that the catheter could not be deflected as intended. The issue was resolved by changing the catheter. The procedure was completed with no patient consequence. This deflection issue is non-indicative of an MDR reportable event as the most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. The biosense webster failure analysis lab discovered on september 16, 2015, white foreign residue material on ring #1. Since the foreign material is within the usable length of the catheter, this issue has been assessed to a reportable malfunction. The awareness date is reset to september 16, 2015.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. The catheter could not be deflected as intended. The issue was resolved by changing the catheter. The procedure was completed with no patient consequence. The returned device was visually inspected upon receipt and residues of a whitish foreign material was noticed covering the ring #1. A scanning electron microscope (sem) test was performed in order to identify the type of foreign material. The results demonstrated that the material presented evidence of carbon, oxigen, aluminum and platinum. However, the origin of the material remains unknown. This condition was not mentioned in the reported complaint. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Per the deflection issue reported, the catheter was tested for deflection and the catheter failed. Afterwards, the catheter was dissected and the puller wire was found detached from the ferrule inside the handle, causing the deflection issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.an internal corrective action has been opened to investigate the brass ferrule issues.